Manufacturer narrative:
Evaluation is anticipated upon receipt of the discrepant device. An engineering analysis of the subject device will be performed upon receipt. H.3: device evaluation anticipated, but not yet begun. This report is based on info supplied to us without our independent verification as to its accuracy, completeness or casual relationship to the product.

Event description:
It has been reported to us that during the procedure the balloon responded very slowly when required. The physician was using the inflation device with a 3.0x15mm balloon stent device. The inflation device inflated without any problems however, the balloon responded very slowly when deflation was required during the procedure using the inflation device.